Manufacturer narrative:
Film evaluation results are: the exact cause and type of endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. CT¿s 12+ years post-implant revealed contrast from an endoleak of unknown source. However, angio¿s then confirmed a likely type iii fabric endoleak near the base of the aaa sac coming from the right/ipsi limb. CT¿s also revealed 2- 3mm¿s of radial offset between two of the stent struts near to where the ipsi limb entered the right common iliac artery, indicating likely stent suture breaks and associated fabric hole(s), which appears to be the likely cause of this endoleak. The cause of this limb offset leading to the suture breaks is unknown; possibly due to repeated stent graft movement/articulation between the aaa sac and right common iliac limb, and morphology changes during the implant duration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately twelve years and six months post index procedure, the aneurx bifurcated stent graft right ipsilateral limb had a type iii endoleak, fabric. Additionally, the abdominal aortic aneurysm had grown to measure over 7 cm in diameter. The physician elected to re-line the limb with another manufacturer's device and placed a stent in the external iliac. The procedure was completed successfully and the event was resolved. Per the physician, the cause of the type iii endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.